Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The calibration and quality control (qc) were within range on the day of the event. With siemens remote assistance, the customer checked integrated multisensor technology (imt) pump rate, replaced imt consumables and imt pump tubing, performed imt system clean and ran imt calibration and qc, which passed. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced imt tower, port/ drain assembly, imt sensor, and seal, cleaned rotary valve and ports using stylet, retubed entire imt system, super conditioned fluidics, aligned imt pump rate and sample probe to imt port and sample wheel, cleaned and lubricated lead screw for diluent pump, performed dilution check and conditioning, ran successful imt calibration, ran precision tests for patient samples and qc, which recovered within specifications. Siemens reviewed the instrument data and determined that air and liquid values of standard a and standard b, and dilution check correction factor were within the normal range, and observed no aspiration pressure difference between the samples, indicating no issues with sample integrity or low volume. Siemens further evaluated the event and determined that a flow issue through imt potentially contributed to the erroneously depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial result was not reported to the physician(s). The sample was reprocessed on an original system. The repeat result recovered higher than the initial result and was within the reference range and reported as a correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na result.